Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unspecified charging issue with the usb port of the pump. There was no reported impact to the customer¿s blood glucose level. The customer declined to provide additional information and declined follow up from tandem technical support.